Manufacturer narrative:
H7 and h9: updated.

Event description:
It was reported that guidewire entrapment occurred. A carotid wallstent monorail 8.0-29 was selected for intervention. After successful implantation, it was noted that the delivery system became stuck on the wire. There were no patient complications as a result of this event.

Event description:
It was reported that guidewire entrapment occurred. A carotid wallstent monorail 8.0-29 was selected for intervention. After successful implantation, it was noted that the delivery system became stuck on the wire. There were no patient complications as a result of this event.